Manufacturer narrative:
The complaint device was returned. Device evaluation determined that the unit was received with the previous style front case housing and battery door. There was no damage to the casing; however, per the case style upgrade policy the front case housing and battery door were replaced as these were known to be defective parts. After these were replaced, the unit was tested over a two-day period and did not overheat. The unit was not tested prior to replacement due to the defective parts; therefore, the report of overheating was not confirmed. A definitive root cause cannot be determined as the overheating was not confirmed; however, if the device did overheat the defective front case housing was most likely the cause. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the device was overheating. There was no report of patient involvement. No additional information is available.